Manufacturer narrative:
Device evaluation in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified surgery. During the surgery, driver cracked while tightening the screws on crosslink. The distal end that comes in contact with the screws/caps splintered up the shaft. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: instrument torque mechanism functionally evaluated; 12 individual torque readings were taken and the avg torque reading was determined to be ~ 81 in/lbs., which is within print specification. All 12 individual torque readings were within print specification, with the individual readings ranging from 78.8 to 84.1 in-lbs (torque specification 80 +/- 8in/lbs). Visually confirmed driver shaft broken; crack appears to have initiated near stress relief fillet. Microscopic examination of fracture revealed quasi-brittle fracture with fracture surface chevrons providing some evidence of overload as the mechanism of ultimate failure. The perimeter fracture surface morphology and the age of the product are consistent with anticipated wear. The above observations are consistent with anticipated wear of the instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.